Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call they were visited hospital due to high blood glucose level on (B)(6) 2021. The blood glucose level at event was above 400 mg/dl. The customer did experience symptoms such as a result of high blood glucose. Customer was treated with manual injection. Customer is hospitalized due to high blood glucose level. Customer was alleges on pump for under delivering. Troubleshooting was done for high blood glucose. Customer had been using the insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will be returned for analysis.